Event description:
Catheter connected to equipment and inserted into patient. Proper signals were not displayed without any harmful occurrence. Device was determined to be defective and removed from patient. New product was opened and used.